Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet. However, vyaire medical recommended an insp block replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us giving multiple alarms: 316 "blower failure;"545 "astepinspvalve value out range- failsafe;" 300 "device in failsafe" and 400 "inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation.however, the unit inspiration block was replaced and performed a complete calibration. The root cause was determined due to defective inspiration valve nt. Additional information:the customer stated that the issue probably occurred during service technician inspection.